Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a perforation and phrenic nerve stimulation. It was also noted that the right ventricular (rv) lead exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a perforation and phrenic nerve stimulation. It was also noted that the right ventricular (rv) lead exhibited no capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.